Event description:
It was initially reported to philips that the heartstart xl defibrillator had an issue which the customer isolated to the control pca. It was later clarified by the customer over email that the paddle connector was difficult to lock in place.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator had an issue which was isolated to the control pca. Additional details have been requested. There was no negative patient impact.